Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03390 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during treatment of an actively bleeding gastric arteriovenous malformation (avm) on (B)(6), 2011. According to the complainant, it was noted that the pump failed to irrigate. Soon after, the generator ceased delivering energy in bipolar modes. The procedure was completed using an endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4): generator failed to irrigate. (B)(4): bipolar output failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some non-msi decals on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. The unit met all specifications and passed the endostat iii return evaluation procedure. The condition of the returned device was not consistent with the complaint that irrigation and bipolar output failed; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03390 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during treatment of an actively bleeding gastric arteriovenous malformation (avm) on (B)(6), 2011. According to the complainant, it was noted that the pump failed to irrigate. Soon after, the generator ceased delivering energy in bipolar modes. The procedure was completed using an endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03390 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during treatment of an actively bleeding gastric arteriovenous malformation (avm) on (B)(6), 2011. According to the complainant, it was noted that the pump failed to irrigate. Soon after, the generator ceased delivering energy in bipolar modes. The procedure was completed using an endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).